Event description:
It was reported by a customer in the USA that the 840 ventilator touch screen was erratic and unresponsive. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) touch frame printed circuit board (pcb). The unit passed all tests and calibrations and it was observed to be operating within mfg specifications. (B)(4).